Event description:
Customer reported via phone call that healthcare professional mentioned that there were missing data and inconsistencies in carelink. Healthcare professional mentioned that settings that were programmed were reflected. Troubleshooting could not be performed as settings were changed. Insulin pump would be replaced per heathcare professional and customer.

Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample in the user guide. Device was programmed with multiple boluses; all boluses were delivered. All boluses were recorded in bolus history and daily totals. No history anomaly noted. However, multiple spanish anomaly alarms noted in history screen due to corrupted history file. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads.